Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision both distance and near . The lens was exchanged for a different lens within 1 month after initial implantation due to patient unhappy with the vision. Additional information was requested. A questionnaire was received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Manufacturer narrative:
The lens was returned wrapped in surgical gauze. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal toric 15.5 diopter lens model was replaced with a monofocal toric 18.5 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).